Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient revised to address infection. Doi (B)(6) 2008, dor (B)(6) 2008 (left hip). Update: (B)(6) 2013 - litigation received (B)(6) 2013 and attached. Complaint changed to legal. Dob added. Litigation alleges patient had pain, discomfort, soreness, malaise, swelling, immobilization and damage to tissue and/or bone after asr hip implant. There is no new information that would change the outcome of the investigation except cup and head now reported. Update rec'd(B)(6) 2013 - ppd and medical records. Received. After review of the medical records it confirmed an infection. The MDR decisions are being changed for the stem and sleeve. The patient was reimplanted on (B)(6) 2008. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination was not possible, as the devices were not returned. The asr devices have been obsoleted/discontinued and will not be investigated further. A complaint database search finds no other reported infections against the provided femoral device product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than 90 days post implantation. Based on the investigation, the need for corrective action is not indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).